Event description:
It was reported "a 14-year-old female patient with a diagnosis of severe preeclampsia required central venous access in the right subclavian artery. During insertion, when the guidewire was removed, it was observed that it came out in a spiral shape (the resorted material covering the guidewire was partially separated and stretched). A portable chest x-ray was performed, showing that the catheter was not in the right position, no hemothorax or pneumothorax was observed. A new central venous catheter was used, without any other complications.". The associated emdr report numbers are 3006425876-2025-00324 .

Manufacturer narrative:
Qn(B)(4).

Event description:
It was reported "a 14-year-old female patient with a diagnosis of severe preeclampsia required central venous access in the right subclavian artery. During insertion, when the guidewire was removed, it was observed that it came out in a spiral shape (the resorted material covering the guidewire was partially separated and stretched). A portable chest x-ray was performed, showing that the catheter was not in the right position, no hemothorax or pneumothorax was observed. A new central venous catheter was used, without any other complications.". The associated emdr report numbers are 3006425876-2025-00324 and 3006425876-2025-00312.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.